Manufacturer narrative:
The pump alarmed for unexpected restart after battery change due to broken solder joint of c13 on interface board. The pump was monitored in 50c oven for 2 days and no blank display noted. The pump was received with normal operating currents. There was no damage found on the lcd isolation tape noted. The numbers did not count down anomaly during testing. The pump was received with minor scratched display window, cracked display window corners, broken battery tube threads, cracked reservoir tube lip, cracked reservoir tube, cracked reservoir tube window and missing end cap sticker. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call of issues with their insulin pump. The customer states the pump went blank. The customer's blood glucose level was 87mg/dl. Troubleshoot was conducted. The pump had crack at the battery compartment. The customer was advised the pump would be replaced and returned for analysis.